Manufacturer narrative:
The manufacturer investigation was based on the information available, including the log file of the device. Based on the logged entries it could be confirmed that the device repeatedly performed warm starts on (B)(6) 2020 until the device was switched off. A mixer cartridge malfunction was identified to be the root cause of this event. The reported flow sensor failure alarm could also be attributed to this malfunction as one or more operating voltages were missing due to the mixer cartridge failure. The device reacted as specified and tried to remedy the identified device malfunction with warm starts accompanied by alarms. During a warm start, the device opens the airway system to allow spontaneous breathing of the patient this process is accompanied by a visual and audible alarm. In the event of an unsuccessful warm start, a continuous acoustic alarm is activated, and the emergency breathing valve remains open. The warm starts are repeated until the unit is switched off. Manual ventilation with another device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "a flow sensor failure alarm occurred while using this device in a patient. After that, the device was replaced because it shut down with a loud air flow noise." There were no patient consequences reported.